Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause could not be determined. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) during service and evaluation, it was determined that the battery oscillator device control unit did not function and the rotary knob and cutting head were damaged. The device also failed pre-tests for general condition, check the saw head, trigger test, check the off/on/on mode, check the triggers and ecu (electronic control unit). This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.